Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A scrub technician reported that following an intraocular lens (iol) implant procedure, the patient experienced severe halos that were intolerable. The iol was exchanged for another lens model with one diopter less power eight weeks after the initial implantation. Additional information was requested and received.